Event description:
It was reported that the pump touch screen became cracked and unresponsive, while the customer was playing in the park. Customer¿s blood glucose was 284 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.